Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 694965 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient was in the emergency room going into ventricular tachycardia (vt) and the cardiac resynchronization therapy defibrillator (crt-d) was not shocking the patient appropriately. The crt-d is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.